Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused therapy solution. While at the hospital, the nurse identified that there was 100ml of residual drug (5fu and saline) remaining in the bladder of the infusor after the medication time was complete. The total fill volume was 240ml for 120 hours and the device had infused 140ml in 120hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual infusor was received at the for evaluation containing approximately 102 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye showed no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample. The flow rates were found to be within the product specification range. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.